Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction. Please see update to b5.

Event description:
As per the hygiene microbiological investigation (hmi) report from the customer, 3 colony forming units per 10 milliliter (ml) of micrococcus species, 1 cfu/10 ml of staphylococcus species (coagulase negative) and 1 cfu/10 ml of pseudomonas aeruginosa was identified.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for presence of microorganism. The working channel was defective. The issue was found during a reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Follow up in progress to obtain the hygiene microbiological investigation (hmi) results and cleaning, disinfection and sterilization (cds) checklist from the customer. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel was sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The returned device was evaluated. There were few findings. Due to wear of flexibility adjustment ring, flexibility adjustment function does not work. Light guide lens had a crack. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage on channel tube, forceps could not be inserted smoothly. Universal cord had buckling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.